Event description:
It was reported that the patient underwent a lap cholecystectomy procedure in early 2008. Sometime during that procedure, the blade tip of the device broke off and fell into the abdominal cavity. They performed an x-ray and identified the tip but the surgeon could not retrieve it. After the procedure, the patient was informed that a piece of the device remains in the abdomen. As the complaint was reported four months after the event, no additional is available.

Manufacturer narrative:
Date sent: 12/16/2008. Information not available, device not returned for analysis.